Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the pacemaker-dependent patient presented to the hospital for a pacemaker exchange for eri. Upon initial interrogation, the device was found to be below eri, but the device did not alert that it was at eri. The patient was asymptomatic before the procedure. The device was explanted and replaced. The patient tolerated the procedure well and did well postop.